Manufacturer narrative:
(B)(4). H6 health effect - impact code - correction to remove code 4648 insufficient information.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2022, the patient's spouse reported inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the arm. The patient was taken to the emergency department on (B)(6) 2022 when his cgm displayed 199 mg/dl. Upon arrival to the ed (emergency department), the patient's cgm displayed 221 mg/dl, a finger stick bg was performed which was 576 mg/dl and the patient's venous bg was 750 mg/dl. The patient was diagnosed with hyperglycemia and an unspecified infection. He was admitted to the hospital and received unspecified medical treatment. At the time of the report on (B)(6) 2022, the patient remained hospitalized, his finger stick bg values were in the "one and two hundreds" mg/dl and was expected to be released later that day. No information was provided about symptoms or why the patient was taken to the ed. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.